Event description:
Device switching on automatically. No patient involvement.

Manufacturer narrative:
The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time; if the device is returned to the manufacturer the investigation will be reopened. H3 other text: device not evaluated by manufacturer.

Event description:
Device switching on automatically. No patient involvement.